Manufacturer narrative:
(B)(4). Concomitant medical product: monocryl plus. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was obtained from the doctor: maybe some of the dermabond seeped inside the incision ¿ maybe it didn¿t¿.maybe the alcohol (hibisol ) used to clean the skin had a reaction with the coating on the plus suture and dermabond, maybe it didn¿t¿.the patients are fine. According to the doctor the matter is closed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4) date sent to the FDA: 09/13/2016. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement on an unknown date and topical skin adhesive was used. The patient experienced a surgical site infection after the procedure. The patient was taken back to operating room for a revision due to the ssi. The ssi was about 1-2 cm subq with small pustules in a w pattern. Swabs were taken and results are: (B)(6). No additional information available at this time.